Event description:
It was reported that the bladder of a large volume infusor ruptured during filling. The device was filled with 50 cubic centimeters of saline with a syringe. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was manufactured november 9, 2014 ¿ november 10, 2014. The device was received for evaluation. Visual inspection revealed that the bladder was ruptured. Microscopic inspection revealed a marking on the interior surface of the bladder near the rupture line. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.